Manufacturer narrative:
Product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient had an infection beginning (B)(6) 2012 that lasted for "months and months," and he "had multiple surgeries during and after that and before" the infection cleared. The patient stated that he had to wear a "wound vac" for three to four months before the infection "cleared up." The medication used within the system was unknown. Additional information was requested but not available at the time of this submission. A follow-up report will be sent if further information becomes available.